Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that "blood return noted on flow sheets for multiple days. No tpa administrations or power injections noted in chart. Patient required no additional treatment or intervention once line removed. Upon removal, tear in external portion of the line between 35-40cm markings. The tear seems to be 5cm long."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed, but a root cause could not be established. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed blood use residues, and a needleless injection cap and a statlock stabilization device was returned attached to the device. A large tear in the catheter was observed just proximal to the 34 cm depth marker that runs just distal of the 38 cm depth marker. The split was longitudinally aligned and approximately 4 cm long. A microscopic observation revealed the fracture site to be along an extrusion feature, and the fracture surface appeared smooth without an identifiable initiation point. The wall thickness was measured where the extrusion feature was identified and was within drawing specifications. Based on the state of the large split, a cause could not be identified for the initiation of the split. Possible causes of this failure may be sharp instrument damage during removal, interactions with biological features within the dynamic vasculature of the patient, or other unidentified causes. The complaint of a catheter split is confirmed; however, an exact cause could not be determined due to the nature of the complaint.

Event description:
It was reported by the customer that "blood return noted on flow sheets for multiple days. No tpa administrations or power injections noted in chart. Patient required no additional treatment or intervention once line removed. Upon removal, tear in external portion of the line between 35-40cm markings. The tear seems to be 5cm long."